Event description:
On (B)(6) 2024 a patient in belgium underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Approximately (B)(6) 2024 while undergoing a peg tube replacement, the intestinal tube was missing and the internal retention plate on the peg tube was stuck in the wall of the stomach. The gastroenterologist made an incision to remove the peg tube with the stuck internal plate and a new peg tube was placed 4cm above the previous site. It was also reported that the patient was prescribed unspecified antibiotics as there was an infection at the time of the peg tube replacement. In (B)(6) 2024, the patient was discharged back to the nursing home.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper and stoma site infection are known complications of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.